Event description:
The patient was undergoing a gastroscopy to determine her source of gi bleeding. An ulcer was located in the proximal body of the stomach between the lesser curve and posterior wall. The ulceration was actively bleeding. A resolution clip clipping device was introduced through the scope in an attempt to re-approximate the edges of the ulceration to facilitate healing. The resolution clip fired but would not release from the deployment device. Attempts to re-fire the clip to release it from the deployment device failed. Instead the spring in the handle of the deployment device fell apart. The clip had to be pulled off the ulcer as the deployment device would not release the clip. The clip was recovered and a second resolution clip procedure had to be performed to finish the procedure. Per the endoscopy staff, they have experienced this type of issue with the same device and repeated re-firing of the handle to release the clip has been successful in the past. This is the first time it fell apart during this maneuver.